Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon squeezed the handle, cut and said no staples fired. Another unit was opened and fired normally. Another MFR reinforcement material used?: no was the device used in patient: yes there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).